Event description:
The grenade pin on the adjustable distal radius fixator popped out post operatively preventing the distractor from locking. The surgeon taped the clamp together and an x-ray showed that proper alignment of the tixator was maintanined.